Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cleaning brush, due to stent falling off and concerns about it remaining inside the endoscope channel. The issue was found during a endoscopic retrograde cholangiopancreatography, therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.